Event description:
During a typical atrial flutter procedure, there was a procedural delay due to contact force issues. When the catheter was plugged in, the tactisys was lit red and the contact force was not displayed. The connections were reseated, the ampere generator and the tactisys were power cycled with no resolution. The catheter was replaced but the issue persisted. The catheter was replaced again and the procedure was completed with no adverse consequences to the patient. After the procedure, a new unified cable and was tried on the previously used catheters and no issues were noted. The unified cable that was used during the procedure did not function as expected and was new out of the package.